Event description:
Reportedly, abnormal signals (non-physiological) in atrial lead vega r45 (s/n: (B)(6)) and ventricular lead vega r52 (s/n: (B)(6)) were recorded into the device memories. Currently asking sales representatives to obtain patient files from the date of implantation onwards. Due to hospital regulations, cannot provide x-ray images.

Event description:
Abnormal signals (non-physiological) in atrial lead vega r45 (s/n: (B)(6)) and ventricular lead vega r52 (s/n: (B)(6)) were recorded into the device memories.

Manufacturer narrative:
Summary of the investigation: the patient did not present any abnormalities except for the presence of 50 hz signals during periods of activity. Since at least (B)(6) 2025, multiple episodes of 50 hz signals have been recorded on both channels (atrial and ventricular). This suggests that during this period, the patient was exposed to a source of electromagnetic interference (emi). Patient data prior to 2025 were not provided. The key finding of this analysis is the recurrent 50 hz signals, most frequently observed at night or in the early morning. This pattern suggests a regular external event generating interference with the pacemaker, occasionally leading to pacing inhibition. The patient appears to be pacing dependent. Therefore, it is strongly recommended to minimize exposure to electromagnetic interference sources in order to prevent pacing inhibition. Crosstalk could be observed on the ventricular egm (atrial pacing sensed by the ventricular lead). This finding may suggest a potential issue with the positioning of the atrial lead. Recommendations: the patient is paced 100% in the ventricle, with an output of 3.5 v. It is therefore recommended to perform a real threshold to adjust this programming, in order to avoid ineffective ventricular pacing. As the patient is pacing-dependent, avoiding electromagnetic interference is critical. The ventricular sensing polarity is set to unipolar, which may increase susceptibility to noise sensing. Re-evaluating this setting could help reduce oversensing of external interference. The main issue remains the recurrent 50 hz signals, predominantly occurring at night, suggesting a repeated environmental source of interference affecting device function and occasionally causing pacing inhibition. X-rays should be taken to have 1) a view of the entire pacing system and 2) to check the position of the atrial and ventricular lead tip. Perform extensive sensing and pacing thresholds tests for both atrial and ventricular leads. Same real time sensing and pacing tests could be conducted while performing provocative maneuvers (valsalva, moving the arm, breathing deeply, manipulating the case / header ¿), to try to reproduce the noise pattern. As the patient is pacing-dependent, a re-intervention may be evaluated to evaluate the atrial and ventricular leads integrity. However, this decision is solely left to the physician¿s discretion but may eventually be supported / strengthened by observations during the last follow-up. Since the leads remain implanted, no definitive conclusion can be drawn regarding the exact cause of the oversensing. This case is retained for trend analysis purposes.

Manufacturer narrative:
Additional information: the device history record (DHR) analysis shows that the units related to this report met all specification requirements at the time of inspection. The analysis did not identify any product rejections during the manufacturing process, nor any deviations that could have led to the reported event. The review of the patient files revealed abnormal electrical behavior, including abnormal fluctuations in ventricular sensing values, crosstalk recorded by the device on the ventricular egm (ap sensed by the ventricular lead), and noisy ventricular and atrial egms, possibly attributable to external 50 hz interference. Once the review is completed, a follow-up MDR will be submitted with the final report (conclusion).

Event description:
Abnormal signals (non-physiological) in atrial lead vega r45 (s/n: (B)(6)) and ventricular lead vega r52 (s/n: (B)(6)) were recorded into the device memories. Currently asking sales representatives to obtain patient files from the date of implantation onwards. Due to hospital regulations, cannot provide x-ray images.